Event description:
The customer reported that during fluoroscopy x-ray the left monitor went dark. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep cleaned the video control printed circuit boards and checked the cables. The system was tested and found to be working as intended and put back in service.